Manufacturer narrative:
Complaint no:(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with one gram of vancomycin and one gram of fortum (frequencies and routes not reported). It was unknown if the patient recovered from the peritonitis event. It was not reported if pd therapy was ongoing. No additional information is available.